Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed that the left ventricular assist device (lvad) timestamps were invalid, which is indicative of the pump restarting after having been stopped. A specific cause for this finding could not be conclusively determined through this evaluation. The account reported a date and timestamp reset event. Refer to the controller investigation regarding the controller clock not being set. Review of the submitted log files confirmed that the lvad timestamps were invalid. This finding is indicative of the pump restarting after having been stopped; however, a specific cause for this finding could not be conclusively determined. The last valid timestamp was captured on 28nov2025 in the lvad periodic file. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms related to the lvad. The patient remains ongoing on mlp- 010790 with no further reported issues at this time. The relevant sections of the device history records for mlp-010790 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including what to do in an emergency). Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section also advises the user to ensure when changing power sources to always have at least one power cable connected to external power at a time. This section advises the user not to sleep on 14v li-ion batteries. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation after a date / time stamp reset event, and it was noted that the patient was sleeping on battery power. There was evidence the patient's pump had shut off several months prior. The event log file recorded controller_clock_corrupt alarm flags associated with (f49) clock_invalid system controller fault flags. The date / time stamp recorded indicated that the controller clock was reset. The event log file no longer contained data associated with the reset event. The log file indicated that the patient had not connected to power module / mobile power unit (mpu) power during this history, which indicated the patient was sleeping on battery power. The periodic log file data is currently set to capture data every 24 hours. The last accurate date / time stamp event was recorded at 28nov2025 at 10:20:07. The next recorded event was dated 01jan2000. A review of the submitted log files captured the left ventricular assist device (lvad) clock having corrupt timestamps, indicating a pump stop.